Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records the patient was revised due to elevated metal ions. Operative note reported of a clear yellow fluid flowed from the joint. The acetabulum was inspected, there was a small amount of greyish tissue in the posterior capsule consistent with metal debris. Doi: (B)(6) 2006 - dor: (B)(6) 2020 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr complaint received. Reason for revision: unknown. Unknown hip. Doi: unknown dor: unknown.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: update 26-may-2021. No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: b5, b7 and h6 (clinical codes). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bone injury.

Event description:
Revision notes stated that scar tissue was debrided. Acetabular component was removed with minimal bone loss.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Plaintiff alleges excessive level of cobalt and chromium, synovitis and metal debris. Doi: (B)(6) 2006, dor: (B)(6) 2020, right hip.